Event description:
The doctor attempted to crush a large calculus with the subject device but the distal end of the two basket wires broke. The broken basket wires didn't come off to the patient and he removed the device from the patient. After that, he chose bml-v442qr-30 and could crush the calculus. There was no report of the patient injury regarding this event.

Manufacturer narrative:
The subject device has not returned to omsc yet. The exact cause of the user's report could not be conclusively determined. However, the intended use of this device is not for crushing calculus but for retrieving it. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.